Event description:
Medical records were received from legal indicate that the patient was revised because of infection. Records are available for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records and sterile certifications did not reveal any related manufacturing deviations or anomalies and/or non conformances. Medical records were received and reviewed. . From a medical perspective, based on the information available, it is unlikely the complaint is product related. Infection is a multifactorial and patient specific. Precautions should be carefully considered in the preoperative, intraoperative and postoperative periods. All total hip arthroplasty has a risk of infection and the risks of the individual are due to an unpredictable combination of patient factors, surgical process, surgical technique and device related interactions. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.